Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the sales rep that the facility is reporting multiple events of catheter burst with power injections. The devices are reported placed in the ed and flush well with saline but when patients are sent to CT, the catheter reportedly "blow" as the flow rate is increased. No reported patient injury.